Manufacturer narrative:
(B)(4) conversion to open repair is labeled in the IFU. (B)(4) migration is labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2011. The pt had an extremely tortuous aorta and iliacs. The distance from the renals to the bifurcation measured 10 cm. Physician used a zenith flex aaa endovascular graft bifurcated main body (82 mm graft), opened right at bifurcation with slight stricture of contralateral limb. Physician was unable to cannulate, attempted to snare; however, due to extreme tortuosity the contralateral gate was kinked during an attempt to advance the various sheaths and wires. Physician finally got the wires through and placed the limbs. On the final angiogram, the graft had migrated up approx 2 cm and covered the renals. Pt was opened and the first 2 stents were removed to allow flow to the renal arteries. Graft was sutured to the aorta with use of pledgets. Suprarenal stents remained in pt, along with the remainder of the stent graft and iliac limbs. Final angio showed flow to both renals and stent graft in place with seal.